Event description:
During post dilatation of a gr2 stent, the balloon catheter was inflated to 14 atm (7 atm above burst rate). On the 2nd inflation at 9 atm (2 atm above burst rate) the balloon burst and the right coronary vessel was perforated. The pt experienced tamponade and a tx2000 was used to seal the perforated vessel. No other complications were reported.